Event description:
Knees felt unstable/like the bones were going out of place [joint instability]. Swelling in both knees [joint swelling]. Case description: spontaneous report received on 20-nov-2009 from a (B)(6) female patient, (B)(6), whose relevant medical history included: osteoarthritis and knee pain in both knees. The pt received a series of 3 synvisc injections into both knees with each injection received on the following dates: (B)(6)-2009, (B)(6)-2009, (B)(6)-2009. The pt stated that she experienced pain relief after receiving the first 2 synvisc injections in both knees, however, after receiving the third synvisc injections in both knees, she began to feel that her knees were unstable like the "bones were going out of place". She then went to a different physician on (B)(6)-2009 and was injected with "geniva" on the insides of both knees. The pt stated that after her "geniva" injections, she experienced swelling in both knees. She has slept well even with the swelling in both knees. No further info was provided. As of the date of receipt of this report, the overall pt outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.